Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a no delivery alarm from the insulin pump.

Manufacturer narrative:
Additional information was not disclosed with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's insulin pump suddenly stopped working and alarmed no delivery. No troubleshooting was completed. The customer's blood glucose was 130mg/dl.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.